Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on an impella 5.5 pump support when the automated impella controller (aic) alarmed intermittently. The back up aic was obtained in case the issue reoccurred. Information last known indicated the console has replaced. There was no report of harm to the patient following this event.

Manufacturer narrative:
Analysis: on four separate occasions (12/25, 12/27, 12/28, and 12/30) during the 51 days of running 5.5 pump, the logs noticed singular 1045 errors for crc mismatchesi. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error 12_27 transient loss.png, the root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed.